Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data showed noise, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Impedance recorded by the device did not show any anomalies.